Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins was depleting faster than she experienced in the past. Patient stated she had a couple falls since implant but did not notice the change in the charging until this past week to week and a half. Patient stated the last fall was a couple weeks ago. Patient stated she contacted her rep today and made an appointment for next tuesday. Patient confirmed she had 3 choices and makes adjustments between the various programming options available. Patient services (pss) reviewed how programming affects the stimulator and charging frequency/intervals. Pss recommended further charging analysis be performed in person if concerns continue. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that after it was calibrated the issue of it depleting faster than usual had resolved. No further complications were reported or anticipated.